Event description:
It was reported by the customer that a pyxis anesthesia es system shut down unexpectedly during a procedure right knee arthroscopy. The customer added that the station eventually worked after the reboot and caused a delay about 5 - 10 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1,d4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-mar-2022 to 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the power supply and battery had failed and required replacement. A field service engineer replaced affected component power module, and the device was rebooted to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the power supply and battery had failed and required replacement. The affected components were replaced and the device was rebooted to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system shut down unexpectedly during a procedure right knee arthroscopy. The customer added that the station eventually worked after the reboot and caused a delay about 5 - 10 minutes. There were no adverse events or injuries reported based on this event.